Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. It was also reported that the customer received a power source alert. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.